Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 16902517.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead explant procedure and was doing well postoperatively. The explanted devices were kept by the medical facility.